Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: taiwan it was reported that the thread detached from the needle.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. The thread ends surface of the open sample received has been checked and it has been determined that the thread has too much thermal treatment in thread ends. This causes that the thread is burned and breaks easily in the attachment area. In the picture received can be seen that the thread is broken inside the needle because of the thread thermal treatment. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel has been done.